Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient receiving g ablofen 350mcg/ml with a total dose of 77.02mcg/day and dilaudid (hydromorphone) 5mg/ml for a total dose of 1.103mg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported the patient presented for a pump refill. The expected reservoir volume was 4.4ml, but the hcp withdrew 11ml. While the provider was filling the pump, the critical alarm sounded. The pump was interrogated and showed a motor stall occurred at 11:11 on (B)(6) 2018. The pump was interrogated several times in attempt to recover the motor stall, yet the motor stall did not recover/all attempts were unsuccessful. The pump status and/or event log reported a motor stall occurred at initial interrogation and was active. The patient had a recent computed tomography (CT) scan, but denied magnetic resonance imaging (MRI). The patient denied any falls or other issues leading up to the motor stall. The patient stated they felt headaches for the last few days and had started taking oxycontin the last few days as well for increased pain. It was noted that the patient was having a little bit of unusual pain in left hip, which started on (B)(6) 2018. It was noted as a sudden change in symptoms. It was noted this was not normal for the patient. The pump was reduced to minimum rate and the patient was currently being supplemented with oral pain medication until her pump replacement can be scheduled. It was noted that surgical intervention did not occur, but was planned but not yet scheduled. It was noted that the issue was not resolved at time of report and the patient's status at time of report was alive-no injury. The patient's weight was (B)(6) pounds. The event date was (B)(6) 2018. No further complications were provided. The patient's other medications included olanzapine 5mg tablet, flecainide 100mg tablet, diltiazem 300mg extended release capsule, m ethotrexate 50mg/2ml solution injection, diclofenac 1% gel, folic acid 1mg tablet, insulin syringe 31g x 5/16¿ 1ml, oxygen therapy, albuterol inh, budesonide-formoterol 160-4.5mcg/puff inhaler, potassium <(>&<)> sodium phosphates 280-160-250 mg pack, linaclotide, folic acid-vitamin b6-vitamin b12 0.8-10-0.115 mg tablets, umeclidinium-vilanterol 62.5-25 mcg/inh inhaler, esomeprazole 20mg capsu le, dexlansoprazole, baclofen 50mcg/ml, sertraline 100 mg tablet, levothyroxine 125mcg tablet, furosemide 20mg tablet, clobetasol propionate 0.05% cream, menthol in sinc oxide 0.44-20.625% ointment, oxycodone hcl abuse deter 5 mg taba, baclofen 10mg tablet, hydromorphone 2mg tablet. The patient's medical history included supraventricular tachycardia (svt), constipation, hypothyroidism, unintentional weight loss, protein calorie malnutrition, chronic obstructive pulmonary disease (copd), chronic hypoxemic respiratory failure, bronchitis, esophageal reflux, depressive disorder, backache, pulmonary hypertension, cor pulmonale, scoliosis, psoriatic arthropathy, pain in joint, osteoporosis, anxiety disorder,other chronic pain, chronic use of opioids, history of depression, elevated troponin, dyspnea, premature ventricle contractions(pvc¿s), atrial tachycardia.